Manufacturer narrative:
Correction: this complaint is a duplicate of MFR#: 9616656-2021-01219. Information pertaining to this complaint, 9616656-2021-00922, has been captured in 9616656-2021-01219. MFR#: 9616656-2021-00922 is void as a result.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime and unable to deliver insulin or medication . The following information was provided by the initial reporter :   the consumer reported the patient end of the needle is dull also clogging both during priming and mid-injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported the patient end of the needle is dull also clogging both during priming and mid-injection. Date of event : unknown. Samples : available.